Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: one straight non-coring needle was returned for evaluation. Gross visual and microscopic evaluations were performed. Although the sample was returned for evaluation, two electronic photos were provided for review. The investigation is confirmed for the reported needle break issue, as complete break was noted at the distal end of the hub of the non-coring needle. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a port placement procedure, the non-coring needle was allegedly broken. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 05/2024).

Event description:
It was reported that during preparation of a port placement procedure, the non-coring needle was allegedly bent and broken. There was no reported patient injury.